Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an auto-off alarm occurred. Tandem customer technical support was unable to confirm the issue as the customer declined review of pump logs. Customer¿s blood glucose level was 117 mg/dl.